Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that during a pre-use check, a pump was unable to recognize the cassette. No patient injury was reported.

Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: three photographs and one cassette device were returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of picture one (1) shows the top view of a cassette product. Picture two (2) shows the ay bag neck section of the cassette. Picture three (3) shows front view of cassette product. The cassette sample received consisted of one cassette product received in after use condition, decontaminated and inside a plastic bag. Visual inspection results: no damage, kinks or other defects were found. Accuracy test: the cassette sample received was connected to a pump to look for unusual function. Results: the cassette sample could be connected without problem and the sample passed the test. Functional testing: the cassette sample was filled with 100ml of water and was connected to a pump to look for unusual function. Results: the returned cassette sample was fully priming and connected without difficulty, the pump was set, running and no alarms were activated. The customer reported complaint is not confirmed. No root cause was determined and no action was taken. However, a CAPA was opened to investigate the failure mode reported. The CAPA is ongoing and is currently in investigation results phase. No lot or serial number was provided therefore, a device history record DHR review could not be performed.